Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep performed filament calibration. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed high milliamp and kilo-voltage error messages. No pt injury was reported.